Event description:
It was reported that during an unknown procedure, the device never stapled. The patient went under open surgery because the surgeon needed to perform the anastomosis with conventional sutures.